Event description:
It was reported that the patient had the device explanted due to a fall in 2002 and that the lead wires had ¿ripped 4-5 inches away from the sacral area.¿ it was noted that the patient had a full abdominal hernia in 2006 and had a ¿mesh implant¿ in their abdomen.

Event description:
Additional review indicated that the patient made it seem like the lead pulled away from the sacral area and did not indicate the lead itself was damaged.

Manufacturer narrative:
Concomitant products: product ID 3966, lot # la2148, implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3966, lot# la2148, implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: extension. (B)(4) applies to lead (lot#la2148) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported developing problems with the lead wires and noted that they felt tugging or pulling sensations. The system was eventually explanted and replaced because of the lead issue. No further patient complications have been reported as a result of this event.